Event description:
The customer reported having high blood glucose of 459mg/dl and continuous no delivery alarms. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. The customer mentioned that he wears the infusion set more than two to three days. Advised the caller that this could be the reason for the no delivery alarms. Then the customer mentioned being hospitalized due to diabetes ketoacidosis in july because he drank a beer instead of water and he was dehydrated. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.